Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed reproducible noise on atrial and shock electrograms, causing inappropriate mode switches. The ventricular rate/sense channel is clean. Daily measurements are all normal. There is no pacing inhibition. Patient has had no symptoms. Time of episodes are usually at night. The patient doesn't remember being close to any electromagnetic sources.

Manufacturer narrative:
The patient will have a lead revision in a month. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. The device was ultimately explanted over four years later for normal battery depletion. Upon return to our quality assurance laboratory the device underwent detailed analysis. Microscopic visual inspections noted a hole in the v+, a- and in both df seal plugs. All setscrews moved freely and operated normally. In conclusion, analysis testing could not confirm the reported noise issue, but a hole in the seal plugs may have contributed to the noise issue. The device meets specification otherwise meets specification.

Event description:
Boston sceintific (formerly guidant) received information that this implantable cardioverter defibrillator (ICD) displayed reproducible noise on atrial and shock electrograms, causing inappropriate mode switches. The ventricular rate/sense channel is clean. Daily measurements are all normal. There is no pacing inhibition. Patient has had no symptoms. Time of episodes are usually at night. The patient doesn't remember being close to any electromagnetic sources.